Event description:
It was reported that customer experienced continuous glucose monitor error message while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, confirmed that error message did not return, and was instructed to wait before starting new sensor session, which customer understood and accepted.